Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2020. (B)(4). Device evaluation: product evaluation cannot be performed because per the initial report, the product was discarded. The complaint issue reported could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured, and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency, and the reported issue could not be verified. Note: the device was manufactured at the kulim site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a technic multifocal intraocular lens (iol) was explanted, and replaced in a secondary surgical procedure from the patient's left eye (os) due to blurry vision. Best corrected visual acuity (bcva) 20/25 during post operation visit. The replacement lens is the same model, but lower diopter (11.0). Reportedly, the patient is doing fine. No additional information was provided. This report represents the left (os) eye. A separate report is submitted for the right (od) eye under complaint folder (cf) (B)(4).